Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device (location of device: uterus)") and postoperative wound infection ("infection (other) describe: lower incision site after a laparoscopic tubal ligation") in a 27-year-old female patient who had essure (batch no. 626402) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included amoxicillin since 2009, ibuprofen since 2009, omeprazole since 2009 and oxycocet (percocet) since 2009. On (B)(6)2008, the patient had essure inserted. On (B)(6)2009, 3 months 29 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced postoperative wound infection (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and pain in extremity ("leg pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and surgical removal of coil). Essure was removed on (B)(6)2010. At the time of the report, the device expulsion, postoperative wound infection, menstrual disorder and pain in extremity outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving. The reporter considered device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, pain in extremity, pelvic pain, postoperative wound infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: unilateral occlusion (left tube occluded) essure confirmation test(s) conducted:hysterosalpingogram (hsg) on (B)(6)2009 what were the results of your essure confirmation test: unilateral occlusion (left tube occluded) and migration of essure device. On (B)(6)2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device (location of device: uterus)") and postoperative wound infection ("infection (other) describe: lower incision site after a laparoscopic tubal ligation") in a 27-year-old female patient who had essure (batch no. 626402) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included amoxicillin since 2009, ibuprofen since 2009, omeprazole since 2009 and oxycodone (percocet) since 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced anxiety ("mental anguish"). On (B)(6) 2009, 3 months 29 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced postoperative wound infection (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), pain in extremity ("leg pain") and depression ("depression,"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and surgical removal of coil). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, postoperative wound infection, menstrual disorder, pain in extremity, vaginal infection, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, pain in extremity, pelvic pain, postoperative wound infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (left tube occluded) essure confirmation test(s) conducted:hysterosalpingogram (hsg) on (B)(6) 2009 what were the results of your essure confirmation test: unilateral occlusion (left tube occluded) and migration of essure device. On (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2018: pfs received. Added events vaginal infection, depression, mental anguish. Updated onset date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device (location of device: uterus)") and postoperative wound infection ("infection (other) describe: lower incision site after a laparoscopic tubal ligation") in a 27-year-old female patient who had essure (batch no: 626402) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2009 essure confirmation test was done. Concomitant products included medroxyprogesterone acetate (depo provera) from on (B)(6) 2007 to on (B)(6) 2013 for contraception as well as amoxicillin since 2009, ibuprofen since 2009, nortriptyline from 2013 to 2015, omeprazole since 2009, oxycodone hydrochloride;paracetamol (percocet) since 2009 and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 2 years 2 months after insertion of essure. On (B)(6) 2008, the patient experienced pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia"). On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced depression ("depression,") and anxiety ("mental anguish"). On (B)(6) 2010, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced postoperative wound infection (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), pain in extremity ("leg pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and surgical removal of coil(s). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, postoperative wound infection, menstrual disorder, pain in extremity, vaginal infection, depression, anxiety, dyspareunia and abdominal pain outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pain in extremity, pelvic pain, postoperative wound infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2009, essure confirmation test showed right essure outside of the tube. On (B)(6) 2009, the patient underwent tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009: results: unilateral occlusion (left tube occluded). Diagnostic results: essure confirmation test(s) conducted:hysterosalpingogram (hsg) on (B)(6) 2009. What were the results of your essure confirmation test: unilateral occlusion (left tube occluded) and migration of essure device. On (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2019: pfs received : new events added - "dyspareunia" and abdominal pain. Events onset date and severity added. Concomitant drug and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device (location of device: uterus)") and postoperative wound infection ("infection (other) describe: lower incision site after a laparoscopic tubal ligation") in a 27-year-old female patient who had essure (batch no. 626402) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included amoxicillin since 2009, ibuprofen since 2009, omeprazole since 2009 and oxycocet (percocet) since 2009. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 3 months 29 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced postoperative wound infection (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and pain in extremity ("leg pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and surgical removal of coil). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, postoperative wound infection, menstrual disorder and pain in extremity outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving. The reporter considered device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, pain in extremity, pelvic pain, postoperative wound infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (left tube occluded). Essure confirmation test(s) conducted:hysterosalpingogram (hsg) on (B)(6) 2009. What were the results of your essure confirmation test: unilateral occlusion (left tube occluded) and migration of essure device. On (B)(6) 2009. Most recent follow-up information incorporated above includes: on 25-jul-2018: pfs received. Patient demographic information added. Date of removal,lot number were added. Concomitant condition, lab data were added. Added event infection (other) : lower incision site after a laparoscopic tubal ligation, migration of essure device location of device: uterus, dysmenorrhea (cramping), leg pain. Updated onset date, outcome. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device (location of device: uterus)') in a 27-year-old female patient who had essure (batch no. 626402) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera) from january 2007 to june 2013 for contraception as well as amoxicillin since 2009, ibuprofen since 2009, nortriptyline from 2013 to 2015, omeprazole since 2009, oxycodone hydrochloride;paracetamol (percocet) since 2009 and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 2 years 2 months after insertion of essure. In (B)(6) 2008, the patient experienced pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia"). On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced depression ("depression,") and anxiety ("mental anguish"). On (B)(6) 2010, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced postoperative wound infection ("infection (other) describe: lower incision site after a laparoscopic tubal ligation"), menstrual disorder ("menstruation issues"), pain in extremity ("leg pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and surgical removal of coil(s)). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, postoperative wound infection, menstrual disorder, pain in extremity, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal infection, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pain in extremity, pelvic pain, postoperative wound infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2009, essure confirmation test showed right essure outside of the tube. On (B)(6) 2009, the patient underwent tubal ligation. Discrepancy in essure removal date - (B)(6) 2010 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: unilateral occlusion (left tube occluded). Diagnostic results: essure confirmation test(s) conducted:hysterosalpingogram (hsg) on (B)(6) 2009 what were the results of your essure confirmation test: unilateral occlusion (left tube occluded) and migration of essure device. On (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : outcome of the events pertaining to pain, bleeding, bladder/urinary problems updated to recovered/resolved. Event of postoperative wound infection downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent laparoscopic tubal ligation). Essure was removed. At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram. On (B)(6) 2009: essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.